Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker system was part of a revision due to infection. This right ventricular (rv) lead was explanted and new system was placed successfully. No additional adverse patient effects were reported.